Event description:
False positive troponin I (tni) result reported on patent sample. In 2009, a female patient passed out at school during gym class. Went to ER, and admitted based on positive tni results from triage meter. Patient's labs, vitals and drug screen were normal. CT scan was done due to patient potentially hitting her head.

Manufacturer narrative:
Investigation pending.